Event description:
It was reported that during a follow-up office visit screw had broken. Fusion of the affected area was reported to have occurred. There was no reported was no reported injury or revision surgery. Initial surgery date was (B)(6) 2012.

Manufacturer narrative:
(B)(4). The reported event was verified after review of a film taken (B)(6) 2012, depicting the right caudal screw having broken approximately mid-length. There is an indistinct halo effect surrounding the screw suggesting osteolysis. Fusion in the intervertebral space was confirmed. The screw head appears anchored to the plate assembly. Revision surgery is not planned. The root cause is unknown. Review of labeling notes: ¿potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury.¿